Event description:
Information was received from a consumer who reported they had two rechargers that weren¿t working. One of the rechargers was unresponsive when they pressed the green button. It was confirmed the desktop charger was connected to the recharger, and the led on the ac power supply was green. The patient mentioned the desktop charger had been connected to the recharger for several hours and the outer casing of the desktop charger connector pin looked ¿banged up.¿ the other recharger the patient had only showed the reposition antenna screen and charge your recharger information screen when they pressed the green button. In addition, the only way they could get the desktop charger to plug into the recharger was by plugging it in backwards as the contact pins inside the recharger seemed to be reversed. The patient was going to transition to a wireless recharger.

Manufacturer narrative:
Section d10 references: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.